Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3005334138-2018-00423. During a pacemaker implantation procedure bleeding occurred at the vascular access site that could not be controlled. Eventually hemostasis was achieved with surgical intervention and the procedure was cancelled. There were no performance issues with any abbott device.